Event description:
On (B)(6) 2012, a vns treating physician reported that the patient's device was programmed to output=2.75ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.1min with no magnet activations and the device is showing the intensified follow-up indicator flag (ifi=yes). The physician felt that this was too soon for the ifi=yes flag to show. The battery life projection tables were reviewed which indicated that the device at the current settings would have approximately 3 years from beginning of life to ifi with an impedance value of 3000 ohms; the patient had been implanted on (B)(6) 2010. The impedance value was unable to be confirmed at the time so it was unclear of how much of an impact this would have on the device. Attempts for additional programming history to review for the patient are underway but have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2011, when the physician reported that he does not believe the device reached end of service prematurely, he thinks it has reached end of service normally due to the patient's settings and magnet use. The patient has been referred for battery replacement as it has worked well for the patient. Although surgery is likely it has not yet occurred.

Event description:
Additional information was received on (B)(6) 2012, that the vns patient had generator replacement that day due to ifi=yes. The explanted generator could not be returned as the hospital does not return explanted products.

Manufacturer narrative:
Type of report, corrected data: inadvertently did not check "30-day" on initial report.